Event description:
During coil embolization of an unruptured aneurysm, the small anterior choroidal vessel ruptured as the guidewire (subject device) was passed through. The patient developed a hemorrhage which required surgery. The patient subsequently expired five days post-procedure. The cause of the death was reported to be due to the vessel rupture. The physician did not allege any malfunction against the device.

Manufacturer narrative:
Conclusion: anticipated procedural complication. The device was not available for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Death is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Manufacturer narrative:
Additional info was requested from the user facility. From the responses received, it was determined that the pt's anatomy was moderately tortuous, continuous flush was not maintained and the guidewire had been shaped prior to the procedure.

Event description:
During coil embolization of an unruptured aneurysm, the small anterior choroidal vessel ruptured as the guidewire (subject device) was passed through. The pt developed a hemorrhage which required surgery. The pt subsequently expired five days post-procedure. The cause of the death was reported to be due to the vessel ruptured. The physician did not allege any malfunction against the device.